Event description:
According to the available information the device was removed and replaced due to a tubing leakage.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Manufacturer narrative:
Reservoir was received for evaluation. A separation was noted on the inlet tube of the reservoir near the strain relief. This is a site of leakage. A small area of abrasion was noted adjacent to the separation indicating the tube had been kinked onto itself and abraded based on examination of the returned product, it was concluded that pump tubing may have overlapped and abraded against one another while in-vivo. This then most likely caused the inlet tubing of the reservoir to be kinked backwards onto itself and abrade enough to cause a separation. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Event description:
According to the available information the device was removed and replaced due to a tubing leakage.